Event description:
It was reported that the leads migrated which was confirmed through x-ray. The patient was no longer getting adequate pain relief despite of optimizing the program. The patient underwent a revision procedure wherein the leads were placed higher in the epidural space and therapy was restored. The patient was doing well postoperatively and the leads remain implanted and in use.

Manufacturer narrative:
Block b3: exact date unknown, event occurred a couple of months prior to the date the manufacturer became aware. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218700. Model: sc-2218-70. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4).